Manufacturer narrative:
Only the segment retrieved from the patient was returned to the manufacturer for evaluation and is currently in the process of evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record or shipping inspection record. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a separation of the urethane layer. Follow up communication with the user facility reported the following information: the patient was punctured in the femoral artery with a metallic needle; it was reported the iliac artery was very tortuous and calcified; at the time they did not see or understand that something was wrong; the patient came back two days later for a new pci intervention; they saw that there was something in the coronary artery; and they used a snare to take it out.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00095 to provide the evaluation results.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00095 to provide the evaluation results. Evaluation codes - based on only the shared segment from the actual device that was returned to the manufacturer for evaluation. The shared segment of the actual device was returned for evaluation. The shared segment measured approximately 73mm. Magnifying inspection found it had a semi circular groove on the surface along the total length in the lengthwise direction, with the one end having a semi circular shape. The shear cross-section presented a smooth surface. Magnifying inspection of the outer surfaces did not find any anomalies or defects. Ft-ir analysis of the actual sample obtained the following findings. The inner side where the semi circular groove had been generated was found to be made of the same resin material used for our guidewire products. The outer side was found to have terumo's original hydrophilic coating which is applied to the terumo guide wire product. A test to reproduce the defect was conducted. A current product guide wire sample was inserted in a metallic needle and pulled back. The urethane outer layer was sheared off. The sheared piece was found to have the smooth surface with one end being in the semi circular shape. The urethane-sheared surface on the guide wire was found to be also in the smooth state. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record or the shipping inspection record. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined from the available information, based on the investigation results, it is likely that the actual sample came from our guidewire product. From the usage condition described in the complaint, it is conceivable that the actual guide wire sample was pulled through the involved metal needle in the proximal direction in the state of having contact with the edge of the metal needle, resulting in the shearing of the urethane layer. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up.